Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the articulating distal end portion of the force bipolar instrument pinched the patient's bowel. The customer advised that the instrument did not perforate the bowel. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with the complaint for evaluation. However, the failure analysis has not been completed yet.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the grip test 2 of 2 attempt. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.